Event description:
A malfunction was reported on the pump, but no notable events occurred before the malfunction. It was unknown or declined to state whether the issue caused the customer's blood glucose level to exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer had no backup insulin therapy available, and stated they will reach out to their healthcare provider (hcp).